Event description:
It was reported that (1) device was used during an anterior rectum procedure. It was reported by the affiliate that the ax55g instrument does not staple. Another instrument was used to complete the case. There was no consequence to the pt. 11/07/2000 message from affiliate (3) devices involved.